Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-feb-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient has lost coverage in his tail bone area. He has coverage in the right and left legs, and the stimulator is not controlling his right leg pain. The patient denies any falls or motor vehicle accidents as any environmental, external, or patient factors which may have led to or contributed to the issue. Impedances were within normal limits. The patient was currently somewhat pleased with his programming that occurred on the day of the report. X-rays were taken to determine the location of the leads and they appeared to be staggered. The health care provider plans to revise the leads to the position that they were at implant. The issue was not yet resolved at the time of the report; however, a surgical intervention is planned but not yet scheduled. There were no further complications reported or anticipated.